Manufacturer narrative:
Additional information provided in sections in d9, h3, h6 and h11. The returned instrument was received in its inner and outer blister covered by tyvek foil shows the lot information. The returned product shows no macroscopic signs of damage and does not show any surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed that the polyurethane soft tip is missing. The instrument was then functionally tested regarding the aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the sample and that the aspiration as well as the irrigation works as expected. The initial report description does not mention the missing soft tip. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint it cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic backflush handpiece did not aspirate at all during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information has been requested none received.